Event description:
During implant, the physician was attempting to remove the stylet and was having difficulty; the catheter was damaged (torn) at the proximal end. The catheter was trimmed before the damaged portion. There was good csf flow after the catheter was trimmed. The pt had no symptoms related to the event. The pt was doing well following implant. The device system was going to be used to deliver baclofen.

Manufacturer narrative:
(B)(4).